Manufacturer narrative:
B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly optis imaging catheter was to be used in an unspecified lesion. However, the guide wire moved and created a loop around the catheter, kinking the wire and not allowing to take out the catheter. Therefore, the imaging catheter was removed and it is unknown how the procedure completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: the imaging catheter and guide wire were removed together as a single unit. The procedure was completed without using a replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) / device history record (DHR) was not able to be performed as there was not specific batch / lot reported. A review of the corrective action tracking system for the web (catsweb) database for the opstar was performed and revealed no complaint assessment exceptions that would be related to the subject complaint. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, the reported difficulty removing the catheter appears to be due to operational context. In this case, it is likely that the reported guidewire damage prohibited the catheter from moving proximally and caused the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event updated from 7/16/2024 to 7/15/2024. B5: describe event or problem: updated. B6: relevant test/laboratory data correction to angiography date. D1: correction (brand name). D2a: correction (common device name). D4: model, catalog number updated from unk dragonfly to 1014652. D4: a partial UDI was provided as the lot number is not known. D9: device available for evaluation updated from ni to no. E1: first, last name updated from unknown to (B)(6). E1: title updated from ni to dr. G4: PMA/510(k) corrected from k141769 to k192019. E3: occupation updated from unk to physician. H6: medical device problem code 2889 removed.